Event description:
It was reported that noise oversensing was observed on this right ventricular (rv) lead in 2016. Additional information was reported, indicating that the rv pace impedance measurement has been greater than 2000 ohms, since (B)(6) 2018. Noise oversensing, resulting in inappropriate anti-tachycardia pacing (atp), was also recorded in (B)(6) 2018. The patient is not dependent and is zero percent paced. It was suggested to address the lead issue, at the discretion of the clinic. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.